Event description:
Patient's mom stated that patient has red, raised area where needles were inserted with last infusion. Mom states that patient has been picking at the site and she feels that patient has been making the infusion sites sore. Mom has sprayed the area with antiseptic and covered with neosporin and a bandage to keep patient from picking the sites (patient has autism). Patient's mom reported there was also an issue with the pump in that it shut off and an alarm (unspecified) went off, however they were able to get it back on. Pump alarmed x3 during hyqvia infusion. Stopped infusing all 3 times, when restarted on third time, the pump completed the infusion. Pharmacy replaced device. Unknown serial number and expiration date. No missed dose. No adverse events occurred due to product issue. Device available for return. Hyqvia indication: common variable immunodeficiency, unspecified. No further info/details or dates available.